Event description:
It was reported that the user experienced intermittent signal loss between the ilet bionic pancreas and a paired dexcom g7 continuous glucose monitor (cgm) sensor, with glucose values present in the dexcom app but not on the ilet, and the reading later appeared on the ilet after troubleshooting. No clinical signs, symptoms, or conditions were reported. Outcomes included no health consequences or impact, and blood glucose levels were unaffected. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem characterized by intermittent communication failure, associated with the device¿s electrical and magnetic communication pathway and specifically the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.